Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was on vacation the right ventricular (rv) lead had a fracture of the svc coil. The coil had high impedance. When the patient returned home, reprogramming was performed to turn the svc coil off and recollect the wavelet template. The plan is to have the patient undergo defibrillation threshold testing in a few weeks. The lead remains in use. No patient complications have been reported as a result of this event.